Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately six (6) weeks post-implantation, the patient fell which resulted in loosening of the tibial component. Subsequently, the patient underwent revision surgery to replace the affected component without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors as the patient sustained an external trauma which caused the reported complication leading to revision surgery. There were no allegations against the device prior to the incident. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) left 10 mm height: catalog#42512100410, lot#66680198; femur trabecular metal cruciate retaining (cr) narrow porous: catalog#42502206201, lot#66855503; all-poly patella cemented 29 mm diameter: catalog#42540200029, lot#66840236. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately six (6) weeks post-implantation, the patient underwent revision surgery due to failure of the tibial component. Diligence is in progress for this event; to date no additional information has been reported.